Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, possible causes include causes due to some kind of stress problem. The most probable cause of the complaint is d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. Due to c0601 - degradation problem identified problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasonic probe exhibited found lock pin was damaged with chip off and found many kinks on the probe¿s cable unit. There were no reports of patient involvement.